Event description:
Clinical study. Same case as # 6000089-2005-00278. The lesion being treated was a 2.5mm 100% stenosed mid left anterior descending (mid lad) artery. The lesion was predilated. The physician then placed a taxus express 8.8% 2.50x24mm drug eluting stent in the mid lad. The next lesion being treated was a 2.5 100% stenosed 2nd oblique marginal (2nd ob marg) artery. The lesion was predilated. Then the physician placed a taxus express2 8.8% 2.50x20mm drug eluting stent in the 2nd ob marg artery. There were no pt complications reported. The pt was discharged the next day on plavix, aspirin and zocor. Nine 1/2 months later, the pt experienced a non q wave myocardial infarction. The pt then underwent reintervention. The lesion being treated was in the proximal circumflex (prox. Cx) the physician placed a taxus express2 over the wire stent. The next lesion treated was in the 1st oblique marginal (1st ob. Marg.) The physician placed a guidant zeta. In the opinion of the physician the relationship of the mi to the taxus stent is "not" related. The relationship to the target vessel is "probable." The relationship of the reintervention of the prox cx is "not related", and is not restenosis. The relationship of the reintervention of the 1st ob marg to the taxus stent is "unknown" and is not restenosis. The pt was discharged on plavix and zocor.